Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An ophthalmologist reported that after starting treatment, laser turned sharp when it was on the selected eye without generating an error message. Now and then an error message appears that the eye should be checked. System can then go to repeat or continue. Upon follow up, it was reported that the laser turned into start mode even when patient bed was not in position. Clinical applications specialist informed that lasik and photo refractive keratectomy (prk) procedures were performed on that day.

Manufacturer narrative:
Additional information provided. Translation of the source document was of bad quality and that is the reason why this complaint was opened. Clinical applications specialist (cas) reported that laser would turn into start mode even if patient bed was not in position. Normally an error code should have appeared and laser should have stayed in standby mode. The usual behavior is not like described by the cas. No error or warning message appeared in this case and the laser does not usually stay on standby. Procedure could be continued as usual by selecting "continue". The initial decision to report was incorrect due to update in the translation of the event report. The initial decision to report was incorrect resulting in the initial report being submitted in error. Updated translation of original source document does not indicate a complaint of the laser. The manufacturer internal reference number is: (B)(4).